Event description:
Philips received a complaint on the intellivue mx550 patient monitor sn (B)(6) indicating the speaker had no sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. Both sound function settings and speaker hardware were functioning correctly. A replacement of the sound assembly still produced no sound. The fse confirmed the mainboard was the root cause of the issue. The fse replaced the mx550 main board and executed the software reinstallation. The unit functioned normally and it returned to specification. After mainboard replacement and software reload, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time. Reporter phone (B)(6). Reporting institution phone: (B)(6).